Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
1. A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin (vanc) result generated by synchron lx20 pro analyzer.2. The sample was rerun and higher result was obtained. The initial and repeat results are provided in section b63. The erroneous result was not reported out of the laboratory.4. Patient treatment was not impacted based on the erroneous results.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Customer's daughter reported that on 3/7/10 customer received a result of 79 mg/dl on her freestyle lite blood glucose meter, which was higher than she felt, the first time she attempted to use her meter. It was further reported customer became unresponsive and subsequently lost consciousness. Paramedics were called and an intravenous infusion of dextrose was administered. There was no report of death or permanent injury associated with this event.